Event description:
Boston scientific received information that this pacemaker system exhibited varying impedances in the right atrium from 500 ohms to 1,278 ohms. Additionally, there were reports of noise and oversensing on the right atrial (ra) channel. The patient's ra lead is a non-boston scientific product. This product remains in-service. It was reported that this pacemaker and non-boston scientific ra and right ventricular (rv) leads exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, occasional loss of capture (loc) and continued oversensing of noise was observed on the ra channel. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. Additionally, the associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. Additionally, the associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Boston scientific received information that this pacemaker system exhibited varying impedances in the right atrium from 500 ohms to 1,278 ohms. Additionally, there were reports of noise and oversensing on the right atrial (ra) channel. The patient's ra lead is a non-boston scientific product. This product remains in-service. It was reported that this pacemaker and non-boston scientific ra and right ventricular (rv) leads exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, occasional loss of capture (loc) and continued oversensing of noise was observed on the ra channel. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause of the noise, loc and out of range impedance measurements was not determined. The local field representative indicated the health care professional (hcp) questioned a potential lead to device header connection issue. The lead configuration was reprogrammed to unipolar pace/sense and monitoring will be continued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. Additionally, the associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Boston scientific received information that this pacemaker system exhibited varying impedances in the right atrium from 500 ohms to 1,278 ohms. Additionally, there were reports of noise and oversensing on the right atrial (ra) channel. The patient's ra lead is a non-boston scientific product. This product remains in-service. It was reported that this pacemaker and non-boston scientific ra and right ventricular (rv) leads exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, occasional loss of capture (loc) and continued oversensing of noise was observed on the ra channel. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause of the noise, loc and out of range impedance measurements was not determined. The local field representative indicated the health care professional (hcp) questioned a potential lead to device header connection issue. The lead configuration was reprogrammed to unipolar pace/sense and monitoring will be continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited varying impedances in the right atrium from 500 ohms to 1,278 ohms. Additionally, there were reports of noise and oversensing on the right atrial (ra) channel. The patient's ra lead is a non-boston scientific product. This product remains in-service.